Event description:
Boston scientific rec'd info that this right ventricular (rv) lead exhibited elevated thresholds. A revision procedure was performed, during which it was found that the lead had microdislodged and the slack had been pulled out of the head, thus the lead was subsequently repositioned. No adverse pt effects were reported. All available info indicates that this product remains in svc. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.